Event description:
A 12f resolve pigtail catheter placed in left chest by interventional radiologist. Nurse noted drainage from the catheter connection to atrium tubing and a small crack in the catheter connection. Air leak sound noted. Occlusive dressing applied. Pt returned to radiology for evaluation and catheter exchange.